Event description:
The customer contact reported the pt received more medication than intended. At 1915, line a of the device was programmed to deliver levaquin 750mg/250ml, with a vtbi (volume to be infused) of 250ml, for a duration of 1 hr, and the delivery was started. At 1930, the nurse returned to the pt¿s room and noted the levaquin container was empty. At that time, the device appeared to still be infusing. No further details were provided. There were no reported adverse pt effects. No medical interventions were required. The device was removed from clinical service. Therapy was not resumed using a replacement device. Though requested, no additional info was provided.

Manufacturer narrative:
The device passed testing for delivery accuracy. During testing the device delivered a measured volume of 20.1 ml from an expected delivery of 20 ml. Delivery accuracy for this device requires delivery of 20ml +/- 1ml (+/-5%). Based on the data verified, hospira could not attribute the issue to the device. The device history was downloaded at the service center. A review of the device history indicates there was no programming for the reported event date of (B)(6) 2013. A review of the last programming in the device history indicates that at 1842, the device was programmed to deliver at a rate of 500ml/hr, with a vtbi (volume to be infused) of 750ml, for a duration of 1 hr and 30 minutes, and the delivery was started. Within the same minute, the device alarmed for n186 (distal occlusion) and n102 infuser idle 2 minutes. At 1845, the delivery was restarted. At 1857, the device alarmed for n186, and the delivery was restarted. Between 1902 and 1904, the device alarmed for n232 (prox air a, backprime), and the device was turned off. This report represents all the info known by the reporter upon query by hospira personnel.